Event description:
It was reported that when the biomed connected the temperature simulator key, they received an alarm that the temperature was out of range. Per follow-up information received via phone on 04jan2022, mss spoke with the nurse and biomed. Nurse stated that there was no patient injury and patient was able to complete therapy. The device and components were sent to biomed for evaluation. Nurse knew that the device was working and was in use. Mss also spoke with the biomed, they stated that the device and temperature cable were returned but it was the temperature cable that was not working, so they ordered a new temperature cable which corrected the issue, the device had no issues and was in use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the biomed connected the temperature simulator key, they received an alarm that the temperature was out of range. Per follow-up information received via phone on 04jan2022, mss spoke with the nurse and biomed. Nurse stated that there was no patient injury and patient was able to complete therapy. The device and components were sent to biomed for evaluation. Nurse knew that the device was working and was in use. Mss also spoke with the biomed, they stated that the device and temperature cable were returned but it was the temperature cable that was not working, so they ordered a new temperature cable which corrected the issue, the device had no issues and was in use.